Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was then deployed in the laa of the patient. The patient was kept 2-3hrs after procedure and developed nausea followed by hypotension. Doctor performed transthoracic echocardiogram (tte) and recognized an effusion as 400cc fluid was pulled. Echo doctor noted patient had trace effusion prior to case measuring 0.7cm. Upon completion of case, echo doctor again screened for any possible effusion growth and none was noted prior to patient leaving lab. Patient was to go home with xarelto but remained stable with no further complaints or complications prior to discharge on (B)(6) 2020.